Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No stuck buttons were noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was unknown. Customer stated the up button doesn't work and the act buttons sometimes gets stuck. She said the device has been through airport metal detectors, but not x rays. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.